Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing of atrial signals and pacing inhibition. X-rays revealed lv lead dislodgement, and this lv lead was explanted and replaced. No additional adverse patient effects were reported. Records indicate this lead will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing of atrial signals and pacing inhibition. X-rays revealed lv lead dislodgement, and this lv lead was explanted and replaced. No additional adverse patient effects were reported. Records indicate this lead will not be returned for analysis. Additional information received reported that this left ventricular (lv) lead was returned for analysis.